Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the surgical incision¿s sites. In turn, patient was prescribed oral antibiotics. Infection resolved.

Manufacturer narrative:
An infection was reported to abbott. The patient was prescribed oral antibiotics. The infection resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.